Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is relevant to the current reported condition. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, an evaluation was performed and it was determined that the reported condition of the turn knob detaching from the handpiece identified during service and evaluation was confirmed. It was determined that the malfunction was associated to a design issue and has been escalated to a CAPA. The assignable root cause was determined to be traced to device design. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the turn knob was detached from the battery oscillator device due to a design error. It was further observed that the device failed visual inspection. It was further determined that the device failed pretest for general condition, check function of device and certain tests could not be performed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.